Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Pairing testing was performed and the test passed, however, functional testing was performed and the test failed. Additionally, data log review was repeated at time of device evaluation and confirmed loss of connection. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.